Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Caller stated that the numbers were ramping and the customer did correct with a syringe. Caller stated that she does not feel the need to troubleshoot on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with currents in specification. No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners, broken battery tube threads and broken reservoir tube lip. The numbers did not ramp up on its own or scroll bar moving with no input.